Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was moved several times due to poor r waves. After multiple attempts, the screw mechanism failed to extend after many turns of the wrench. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.